Manufacturer narrative:
The investigation of this event included the review of the product returned as well as the data logs. The data logs did not contribute any true information regarding this event. They are not applicable to the failure mode. The pump was returned and upon visual review, the repositioning sheath was frayed and split. Upon the break down of the pump there were areas of uneven surface. This pump damage resulted in the bleeding that required the blood products, due to the constant ooze. The bleeding was initiated when the physician peeled away the oscor sheath while still in the femoral artery. Therefore it can be concluded that the repositioning sheath damage alone did not cause the bleeding. The tip fraying cause could not be determined without evidence of what the wound closure portion looked like prior. There was no photographs provided. There were no other complaints for any other pumps within this manufacturing lot. The failure mode was determined to be low risk based on very low occurrence and moderate severity. Retraining of the user is recommended. This training should cover proper use of the oscor 14fr sheath. The root cause of the bleeding was peeling away the sheath while it was still in the patient's femoral artery, contrary to the IFU. The failure mode will continue to be monitored and tracked. (B)(4).

Event description:
On the (B)(6), a (B)(6) male was admitted with a non-stemi and was sent to the cardiac cath lab on the (B)(6) for a procedure that revealed severe multivessel disease inclusive of the left main. Cardiothoracic surgery was consulted and the impella cp pump was placed for support, although of note prior to the placement of the impella the patient was hypotensive. While the physician was attempting to remove the oscor sheath and advance the repositioning sheath there was a considerable amount of blood lost. The physician was removing/cracking the peel away oscor while still in the patient's native vasculature. According to the IFU the removal of the sheath a procedure as follows: "flush the sidearm of the repositioning sheath located on the catheter shaft. Remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Grasp the two "wings" and bend back until the valve assembly comes apart. Continue to peel the two wings until the introducer is completely separated from the catheter shaft." The patient's response to the removal of the oscor and the blood loss was hypotension requiring medical IV support, a placement of the femostop, and a mattress suture to control the bleeding. The femostop application did occlude flow and so the pressure was adjusted to prevent limb ischemia, as the limb did become mottled. A total of four units of blood replacement products and albumin were infused to the patient. In the following days whenever the femostop pressure was adjusted the ooze of blood loss continued at the access site. The surgical team did turn down the patient for escalated care in the form of a CABG and so, the patient's family declined any further intervention. On the (B)(6) the patient was taken to the or for removal of the impella cp pump with hemostasis achieved by contralateral balloon inflation. The angiography of the access site revealed a dissection which was intervened upon with balloon and stenting. The dissection was successfully treated. Upon the visual review of the impella cp the physician determined the repositioning sheath portion to be damaged. After the explant of the impella and access site intervention the patient did experience pulseless electrical activity (pea) and did expire in the ICU.